Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on inconsistencies between pump and report data. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-7333.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. After a thorough investigation the software support team confirmed the discrepancy between pump values and the cl report values is due to the processing of bolus data in cl reports, i.e in cl reports the auto basal value is subtracted from the auto correction values, whereas the pump does not do this processing. Tdd is obtained from the pump and bolus and autocorrection values are subtracted from the tdd to obtain basal values. When the pump reports an auto correction, the insulin amount in history is a combination of the automated correction bolus as well as the next 5 minutes' auto basal (this basal amount becomes a part of the bolus event). To prevent the auto basal portion of auto correction from being included as bolus the carelink system separates the auto basal component from the auto correction history and represents it as basal insulin. As a result, daily totals reported by carelink may show increased total basal and decreased total bolus, compared to daily totals reported on the pump screen. The total daily dose (basal bolus) reported by carelink matches that of the pump. The most likely root cause is there is a difference in processing data on the pump and on reports. To assist with the resolution of the issue, we provided the helpline team with the following work around to ensure that it is addressed effectively: the discrepancy between pump values and the cl report values is due to the processing of bolus data in cl reports, i.e in cl reports the auto basal value is subtracted from the auto correction values, whereas the pump does not do this processing. Tdd is obtained from the pump and bolus and autocorrection values are subtracted from the tdd to obtain basal values. When the pump reports an auto correction, the insulin amount in history is a combination of the automated correction bolus as well as the next 5 minutes' auto basal (this basal amount becomes a part of the bolus event). To prevent the auto basal portion of auto correction from being included as bolus the carelink system separates the auto basal component from the auto correction history and represents it as basal insulin. As a result, daily totals reported by carelink may show increased total basal and decreased total bolus, compared to daily totals reported on the pump screen. The total daily dose (basal bolus) reported by carelink matches that of the pump. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.